Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review of the transmission, it was noted that the left ventricular (lv) lead exhibited loss of capture. No intervention was performed and the patient was in stable condition.